Manufacturer narrative:
A visual inspection was performed on the returned device. The reported activation failure and the reported mechanical jam were unable to be replicated in a testing environment due to the condition of the returned device. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal shaft was bent in the heavily calcified, heavily tortuous and highly stenosed anatomy resulting in preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported/noted activation/deployment. Manipulation of the device resulted in the noted separated sheath. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event: estimated.

Event description:
It was reported that the procedure was performed to treat a lesion in the aortic bifurcation with heavy calcification, high stenosis, and heavy tortuosity. Pre-dilation was performed with an unspecified balloon. The 135cm absolute pro self expanding stent (ses) was advanced over a 0.035 non-abbott guide wire. The thumbwheel did not rotate thus the stent did not deploy. Another absolute pro ses was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis identified that the sheath was separated 10 mm distal to the proximal end of the sheath. No additional information was provided.